Event description:
It was reported that the customer was hospitalized with high blood glucose levels. It was also stated that the insulin pump was not alarming low reservoir when it was supposed to. Troubleshooting was performed, and the insulin pump passed the displacement test. Advised the caller that the insulin pump would be replaced due to the insulin pump not alarming low reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion. Unable to prime during test due to moisture damage at force sensor. Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The low reservoir alarm feature working properly. Moisture damage was found at motor per visual inspection. The insulin pump was received with operating current within specification. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.